Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 230 mg/dl. The customer stated that she was also suffering from respiratory and kidney problems, which may have contributed to her elevated blood glucose levels. Troubleshooting was performed, and insulin exited during the prime test. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.